Event description:
Patient was treated in 2/04. The patient was burned and develeped blisters during treatment on the forehead. During treatment the dr. Stated that they were getting "temp error acceded". Also receiving t93 error "insert connection alarm". Status of most current follow-up: 03/26/2004 patient is much better. The issue is almost resolved.